Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used during a ureteroscopic procedure, performed on (B)(6) 2022. During procedure, it was found that the stent was fractured. The procedure was completed. It was unknown what have completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).